Manufacturer narrative:
Investigation: a more detailed investigation into the cause cannot be carried out because, despite several written requests, the optics in question have not been made available to us. Conclusion: the customer's statement "no vision, shaft bent" cannot be confirmed/investigated because the optics in question have not been made available despite multiple written requests. Therefore, it is not possible to investigate to determine the exact cause. According to the customer's description, the shaft is bent, and imaging is no longer possible. The shaft may have been mechanically damaged during clinical use/clinical reprocessing. If the item is made available to us, the report will be reopened, and the cause analysis will be started. No further measures will be taken. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the uretero-renoscope has a bent shaft and provided no vision during procedure. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID:(B)(4).